Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's device was explanted and replaced due to patient request, the device having less than one year of battery life and the device pocket being open. The patient was stable.

Manufacturer narrative:
Correction: (B)(4).